Event description:
It was reported that during functional testing the unit failed the hi-pot test due to the heater assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion : replaced unit.